Event description:
The covidien representative in germany received a report from a customer stating that after 7-10 days of use there was a break at the place where tube goes in the cannula. The tube was removed and the patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for investigation purposes has been requested. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.